Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip was inserted and deployed on the mitral valve. A second mitraclip xtw was then prepared for use. However, during preparation of the second clip, a gripper did not lower. Troubleshooting was performed but was not successful. Therefore, the clip was not used and was replaced. A second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip was inserted and deployed on the mitral valve. A second mitraclip xtw was then prepared for use. However, during preparation of the second clip, a gripper did not lower. Troubleshooting was performed but was not successful. Therefore, the clip was not used and was replaced. A second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip was inserted and deployed on the mitral valve. A second mitraclip xtw was then prepared for use. However, during preparation of the second clip, a gripper did not lower. Troubleshooting was performed but was not successful. Therefore, the clip was not used and was replaced. A second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.